Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-25427 - device 1 of 2

Event description:
Reference number: (B)(4). Event occurred in the united states. On (B)(6) 2024, reported that patient faced 2 infusion set cannula kinked after 3 or more hours of insertion. Infusion set has been used for 5 hours. Insertion site was abdomen. Customer regularly rotate site location. High blood glucose level was treated with multiple daily injection. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.